Manufacturer narrative:
The final device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing.

Event description:
This report summarizes 5 malfunction events, where it was reported the siderail collapsed. There was no patient involvement.

Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 4 devices were evaluated in the field and the issue was confirmed; 2 devices had broken/damaged components, 1 device had a missing component, and 1 device had a loose component. The devices were repaired and returned. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 5 </noe> malfunction events, where it was reported the siderail collapsed. There was no patient involvement.